Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and was oversensing noise and short interval counts (sic). The rv lead was reprogrammed to set unipolar sensing to low waves. The rv lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).